Event description:
It was reported that the tubing of a non-dehp micro volume extension set separated from its attachment hub. The reporter stated that the set was primed manually with a normal saline flush and no force was applied. It is unknown whether a patient was connected at the time of the separation. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.